Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no repair history of the subject device in the past year. The cause of the issue of broken gray connectors, thus the connecting tube not being able to be connected, cannot be conclusively determined. It is likely that the connector unit was broken by breakage/loose of the connector. It may have disconnected the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress might cause the breakage. We could not confirm any factor to cause the event from design nor structure of the device. Even though there was abnormality, it is detectable by conducting the following inspection states in chapter 3.inspection before use, 3.3 inspecting the connectors. Check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Additional information is not available for this event as yet. Manufacture date of the device is not available. Field service engineer (fse) was on site for a visit and found the device gray connector was broken. Fse verified the break and replaced the connector. Successfully performed a complete reprocessing cycle. Equipment repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required.

Event description:
Field service engineer (fse) was on site for a visit and found the device gray connector was broken. There is no patient involvement and no reported harm to anyone.